Event description:
Philips received a complaint on intellivue multi-measurement server x2 indicating that no alarms are sounding. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: (B)(6). Analysis was performed onsite service personnel which included testing. The results of the analysis were that the speaker was defective. The issue was resolved by replacing the speaker and the product is back in service.